Event description:
A nurse called to report that the customer was admitted to the hosp for ketoacidosis. It was stated that the nurse wants to run some test on the pump to be sure the pump was delivering the insulin. Troubleshooting was performed. The time on the pump was correct. It was found that there was an air bubble in the reservoir and it was big enough to move inside. The customer did not have any sets at the hosp. Also it was mentioned that the customer needed new batteries as pump was displaying a low battery alarm. Advised the nurse that the set needs to be changed due to the air bubble in the reservoir.